Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 9:30am. Pt's granddaughter (B)(6) called in stating that pt (B)(6) went into a diabetic coma caused by low blood glucose. Pt's symptoms were breathing with a snoring sound, sweating and unresponsiveness. The reading on the prodigy meter at the time of the event was 289mg/dl. Paramedics were called immediately. Upon arrival, paramedics tested pt's blood glucose with their meter and received a result of 46mg/dl. Approx 10 minutes passed between testing with the prodigy meter nad the paramedic's meter. Pt was transported to the ER by paramedics. (B)(6) could not remember pt's glucose reading upon arrival at the ER, but stated that throughout pt's stay at the hosp, blood glucose results were around 126-130mg/dl. Pt was given glucose IV while in hosp. Pt's glucose reading prior to discharge from hosp was 136mg/dl. Pt's total stay in hosp was approx 10 hours. Pdc sent replacement and prepaid coverage envelope requesting return of suspect device.